Event description:
On february 28, 2024, genmark was advised of an unexpected negative result for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2024. The sample was retested the same day on the eplex rp2 assay which resulted positive for sars-cov-2. A comparator methodm an unspecified genexpert infinity assay, tested with the sample on (B)(6) 2024 resulted positive for sars-cov-2. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the eplex rp2 runs suggesting the consumables performed as expected.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91651075 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial (B)(6)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record (B)(4). H3 other text : device not received.